Event description:
Additional event information received from the customer: the event occurred during the middle of an ureteroscopy with laser lithotripsy procedure, when first activating the laser. The procedure was delayed approximately 15 minutes while the laser system and fiber were replaced. The procedure completed without further further issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported broken fiber and burning issue was confirmed, as fiber breakage was noted at the strain relief with evidence of burning/melting at the break location. A definitive root cause of the issue could not be determined, however, it is believed that the issue was likely the result of stress during user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 200 micron tfl single use fiber was cracked in the blue cladding where it meets the white hub, a fire started and was put out. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed as the device is expected to be returned. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.